Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient's representative (pt rep) regarding an implantable neurostimulator (ins). Pt was implanted with scs ins on (B)(6), 2026. No temporary ID card for the device was provided. Ins serial number unknown. Pt was not present during the call. The reason for call was that they were hoping to connect with a new manufacturer representative (rep) that they could consult with. Caller said that the rep was not that readily available and that it seemed like the rep knew what they were doing, however the pt had been talking with the rep for two weeks trying to get the device set to the proper setting, but the pt's pain wasn't any better since day one or even before having the ins implanted. Caller said that it just was not working out with the rep. Caller said that the rep had just been telling the pt how to make the therapy adjustments over the phone. Caller said that the pt started in group b and they were now on group d, but the therapy wasn't helping. Agent redirected caller to their healthcare provider (hcp). Caller said that hcp said that they wouldn't see the pt unless there was an issue and that they should just communicate with the rep. Agent advised the pt that a message would be sent out to the local reps requesting contact, however agent did not promise a time-frame on a response. Caller will contact hcp's office as well. It was reported that patient asked about base and prime programming and stated that at times the device was working but not adequately relieving pain. The patient described intermittent severe pain episodes with a reported pain level of 10 that almost made the patient jump off a chair, with worse pain at night. The patient reported sleep disturbance due to pain, stating they were unable to sleep, were up every hour (once or twice an hour), sometimes had to get up and walk around, and only slept about 3 hours per night. The patient later reiterated severe pain at night and stated they had to get up 1¿3 times every hour when sleeping. The patient reported stimulation issues, including that stimulation went from 100% to 30% from friday to sunday and that stimulation ¿went crazy¿ when changing positions. The patient reported using a program at night that sometimes caused a vibration sensation, which the patient stated was acceptable. The patient was advised to try other groups and was redirected to a healthcare provider for further questions or reprogramming, and physician listings were provided.